Event description:
The sales rep, reported that the nail fractured at the point of the lag screw hole six months following implantation. The sales rep further reported that the pt was revised to a competitor's plate system.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Associated devices: (B)(4) lag screw, ti gamma3 10.5x90 mm, lot# k494862, (B)(4), locking screw, fully threaded t2 tibia 5x45 mm lot#k551495.